Event description:
It was reported that during an unknown procedure, an error code 5 occurred. The titanium tip of the scalpel was broken. The broken part did not fall into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.

Event description:
Adverse event: restenosis requiring intervention. Onset of adverse event: approximately 13 months after the procedure. Device issue: none. It was reported via trial that on (B)(6) 2009, the patient underwent stenting in the predilated mid right coronary artery with one xience v stent. On (B)(6) 2010, the patient was admitted to the hospital for percutaneous coronary intervention to revascularize the target lesion's in-stent restenosis. The patient's condition resolved on (B)(6) 2010 and the patient was discharged on (B)(6) 2010. There was no adverse patient sequela. There was no additional information provided.